Event description:
Caller alleged discrepant results compared with the lab. Pt's therapeutic range: 2.5-3.5 inr. Pt is a doctor and extremely knowledgeable about all aspects of inr treatment and testing.

Manufacturer narrative:
Investigation pending.